Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.49 v after 58 months of implant. The device was at middle of life-2 (mol2). Technical services discussed that they should consider this device at elective replacement indicator (eri). This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.

Event description:
--

Manufacturer narrative:
Technical services advised that the device be replaced in the near future, although it was likely not affected by this advisory. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was later explanted for normal battery depletion and replaced with another boston scientific ICD. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.